Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "infused too fast". "Reason of complaint: we have had an easypump returned to us as it was completely infused over 12 hours rather than 24 hours. Benzylpencillin 10.8g in 240ml."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Device history record (DHR): reviewed the DHR for batch 21h14ge221, there is no such defect detected at in process and at final control inspection pertaining fast flow rate. Sample evaluation: received 1 sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the sample was 21h14ge221. Upon receipt, there was no solution. It was reported the pump was filled with benzylpencillin. The pump was still in folded condition. Flow rate test: the sample was unfolded and then sent for flow rate test. Result: the flow rate deviation from nominal flow rate was -9.51%. The sample is within the specification ±15% deviation from nominal flow rate. According to IFU, the outer layer must be unfolded properly prior to filling. Folded outer shell will act as an external pressure to elastomeric membrane and increase the flow rate. Hence, the fast flow rate observed by customer is highly possible because the sleeve was not unfolded. Conclusion: the returned complaint sample was subjected to flow rate test and fast flow was not observed. The result was within specification. Complaint is not confirmed.